Event description:
Per the clinic, the device was explanted (date not reported) due to no nrt from intraoperative testing and resistance during insertion, crimping the device. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.